Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly shut down. A spare cardisave was used and had no problems. It seems that the start of use will be around 20:00 and the shutdown will be around 23:00. It seemed to work fine during that time. The clinical engineer confirmed that when the power was turned on again after shutting down, it started up normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly shut down. A spare cardiosave was used and had no problems. It seems that the start of use will be around 20:00 and the shutdown will be around 23:00. It seemed to work fine during that time. The clinical engineer confirmed that when the power was turned on again after shutting down, it started up normally. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated that when he turned on the power after shutting down, it always started up. He took it back to the company and checked the operation, but the problem did not reproduce. He replaced pcb, power management board based on failure cases and consultation with overseas engineers. After replacement, normal operation was confirmed after two weeks of continuous operation. After that, conducted an inspection based on the inspection record sheet. Operation check results were good. Unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The failure analysis and testing department received a power management board, with a reported of the unit ¿suddenly shut down¿. Performed visual inspection of the power management board per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition.installed the power management board into iabp cardiosave test fixture for testing of the reported problem. Performed and tested the system for 4 hours in accordance with procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit ¿suddenly shut down¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per 0002-07-d008 revision ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The fat dept received part from the supplier. The supplier evaluation states the following:1. Perform incoming visual inspection.result: found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part as per procedure 0002-07-d008.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.